Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: needle ablation (model# d-1332-01-s). St. Jude medical brk transseptal needle. Mullins sheath. Acunav ultrasound catheter (model# m-5723-09, serial# (B)(4)).

Event description:
It was reported that a male patient, of an unspecified age, underwent an ablation procedure for atrial fibrillation with a tthermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, upon positioning the acunav intracardiac echocardiogram (ice) catheter in the right atrium, the image was grainy and of poor quality. Catheter connection to the swiftlink was checked. Although settings were on x300, the artifact persisted. Catheter was replaced and the issue resolved. At the end of the procedure, post use of biosense webster inc products, a tamponade was confirmed via ice. A pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition upon leaving the electrophysiology lab. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. A transseptal puncture was performed with a st. Jude medical brk transseptal needle. Mullins sheath was in use. Generator was on a power setting of 25-30 watts at the time of injury. Power was not titrated. There is no information regarding temperature or impedance at the time of injury. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as the tamponade was discovered at the end of the procedure. Irrigated catheter flow was set at 8 ml/min. There is no information regarding anticoagulation during the procedure.